Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a piece of clear plastic on the cartridge appeared to be preventing it from loading onto the pump. Another cartridge was successfully loaded onto the pump. Blood glucose was not impacted.